Event description:
Reporter alleges that one of the pt's implants was ruptured and they want to return the explants to dow corning. Labels on the returned devices state the left implant has an outer rim ruptured and return paperwork states "failed implants".